Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient missing part of sacrum and left lower limb, spine fused to the ileum and rod was broken in the lower lumbar area. Broken bit was explanted and extra support added with three extra rods and additional fixation to the ileum. Already after 6 weeks from initial surgery the rod broke. No fragment of the implant remained in the patient. Revision surgery and additional support was performed as a result of this event. No harm or patient complications other than revision surgery to the patient were reported.